Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 had a meter memory issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issues began on (B)(6) 2015 at an unknown time. The patient reported on (B)(6) 2015 they obtained an inaccurate high results of ¿484 mg/dl¿ with the subject meter. The patient manages her diabetes with diet and/or exercise alone. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their food and/or drink intake due to the alleged product issue on (B)(6) 2015 at 10am. The patient claims she developed symptoms of ¿shaky, confused, nervous and thirsty¿ immediately after the product issue. The patient was treated by a hcp at the urgent care/clinic. The patient¿s blood glucose was tested with a result of ¿474 mg/dl¿; the patient was treated with metformin on (B)(6) 2015 at 7.30pm. At the time of trouble shooting, the cca confirmed this was not the first time the meter was in use and the issue was missing results. The cca walked through resolving the meter memory issue the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion.